Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 5 when performing a cartridge change. It was also reported that the customer has been experiencing high blood glucose levels. The customer blood glucose (bg) were 200-300 mg/dl and occasional 600 mg/dl with small ketones. The customer bg was 385 mg/dl at the time of the reported issue. The customer delivered a bolus with the pump and manual injections to address bg. Additionally, the contact stated that the customer over-bolused for the high bg and went low 52 mg/dl. The customer ate carbs to treat. During troubleshooting with tandem technical support (cts), cts determined that the customer may have performed steps out of order during a review of the pump logs and customer acknowledged. Additionally, cts determined the pump was performing as intended during a system check.